Manufacturer narrative:
The device has not been returned for analysis as of this date.

Event description:
During a ptca procedure of a calcified lad, the shaft of the quantum maverick monorail catheter fractured. The quantum maverick monorail balloon was unable to hold pressure during post dilation. The lad shut down for reasons unk. The quantum maverick monorail catheter was removed and it was noted that the shaft had fractured. Another of the same device was used to successfully reopen the vessel. No pt injuries or complications were reported. Pt status is listed as "okay."